Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed and the cause appears to be use related. One 3cg stylet was returned for investigation. The stylet exhibited a complete break in the magnetic tip, which was located 8mm from the distal tip. Another break, which occurred during unpackaging of the complaint sample at bas, was located at the proximal end of the first (proximal) magnet where the polyimide tubing was severely kinked. The polyimide tubing was kinked 2.85cm distal to the break that occurred during unpackaging. Another kink was observed 0.55cm distal to the first kink. The section of polyimide tubing distal to the 2nd kink was curved. Blood residue was found on the white insulated wire proximal to the yellow tab. A microscopic examination of the break sites revealed a rough edge along the circumference of the polyimide tubing. The distal 8mm segment of the stylet contained one full and one broken magnet within the polyimide tubing. A portion of the polyimide tubing was folded over the broken edge of the magnet, which indicates that the stylet was kinked in this location before the tubing broke. The adjoining section of the stylet contained the 2nd half of the broken magnet and nineteen full length magnets. The stylet was loaded with twenty-one magnets, which indicates that all magnets are present. While observing the magnets, the core wire was visible between the polyimide tubing and the magnets. The break in the magnet may have initiated the tear in the polyimide tubing. The break in the magnet was most likely caused when the stylet was kinked. The kink in the stylet was most likely caused during insertion or manipulation of stylet after removal. It was reported that the stylet was observed to be kinked after insertion. The powerpicc IFU states, ¿do not bend catheter at sharp angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rezk1047 showed no other similar product complaint(s) from this lot number.

Event description:
The customer reported that the conductor looked kinked after insertion and stated that they did not notice anything "strange" during insertion. Users denied that they have cut in the conductor.